Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from the implant location. The dislodgment was confirmed via x-ray, but the lead was still capturing appropriately. A revision procedure was performed and this lv lead was explanted and discarded. No additional adverse patient effects were reported.